Event description:
It was reported that a homechoice (hc) device experienced a system error (se) 2367 during automated peritoneal dialysis (apd) therapy. The home patient (hp) was in dwell 3 of 4 when the alarm occurred. A technical service representative (tsr) explained the alarm to the hp and advised the hp to complete therapy using continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.